Event description:
It was reported by svc report that the brakes will not hold and rivets are missing from the litter deck or worn flat and are not holding the deck securely. The customer reported that they did not know if there was pt involvement; however, no adverse consequences were reported.